Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during implant of the left ventricular lead that after attaching the retention clip, the sleeve broke at the groove. It was later reported that the lead was sutured in and remains in use. No further patient complications were reported as a result of this event.